Event description:
It was reported that the patient presented in clinic exhibiting bradycardia and dizziness. Upon interrogation, it was found that the patient's right ventricular lead exhibited noise over-sensing and low pacing impedance. The lead was explanted and replaced. The patient was stable.